Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release was not provided; therefore, was not reviewed. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother called to report her child's blood glucose level (bg) reached less than 500 mg/dl and he was vomiting. She reported the cannula is bent and thinks the pod is not delivering insulin accurately. The high bgs were treated by giving him a manual injection.